Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400534982.   No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the spinal needle broke off inside of a patient. Crna was placing a spinal in anticipation of a foot surgery. He encountered bone when he went to place the spinal needle. Upon removing the spinal needle, a two cm portion broke off. A second spinal was placed for the surgery to be able to be completed. The chief of anesthesia and a neurosurgeon were consulted. Imaging of the area occurred after completion of the previously scheduled foot surgery the patient was being anesthetized for. Imagining reveals a 2cm portion of the needle left of the l4 spinal process that does not extend into the spinal canal. The patient was discharged to home after having been seen by neurosurgery with instructions to be seen in his office for a two month follow up. The 2cm portion of the needle was retained in the patient's body as the neurosurgeon discussed that there was a very low chance of migration of the needle tip and any associated adverse effect.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.